Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. The device has been explanted. Manufacturer of the device is unknown.